Event description:
The advocate called for help with the customer's contour ts meter. While troubleshooting, the advocate performed control tests and received a result of 450 mg/dl. A normal control range was not provided, but should be around 100-140 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.